Event description:
It was reported that the universal module electric/battery double trigger handpiece was making noises and also did not work with another battery. There was no pt harm; however there was a delay in surgery by an undetermined amount of time. The procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.